Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint form the (B)(6) region. The information provided indicated that the us-probe, junction case and bending rubber are leaky involving pentax medical ultrasound video gastroscope model eg-3870utk, serial number (B)(4). The issue was observed in the workshop during inspection. The distal end assembly with ccd(charged couple device) module and ultrasound probe will be replaced as part of the service repair.